Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the tip of the device um202 was broken off in about 2 hours inside the vagina. As the broken piece was retrieved, no pieces were left inside the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.